Event description:
A customer contacted beckman coulter inc. (Bci) reported that they were getting cc cuvette not dry errors on unicel dxc 600 pro synchron clinical system, and they noted a leak from the bottom of the reagent compartment. Liquid dripped onto the tray above the power supplies. No injury was reported on this issue.

Manufacturer narrative:
The customer was able to contain the spill with gauze. A field service engineer (fse) was dispatched on (B)(4) 2011: the fse stated that "upon arrival, supervisor found loose and leaking reagent syringe barrell". After tightening, normal operation resumed. Hardware is the root cause of this event.